Event description:
It was reported that the pump exhibited system fault 41622 and failed the upstream occlusion test. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
Complete UDI (B)(4). One device was returned for analysis. Visual inspection showed a worn uso seal. The tamper seal was not broken. Review of the event history log (ehl) showed a system fault. A functional test was performed and the reported issue of system fault issue was duplicated, however the failed upstream occlusion issue was not duplicated. The cause of the reported issue was due to the optical switch. As a result, the optical switch was replaced and preventative maintenance was performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located please direct those to the following: regulatory.responses@icumed.com